Event description:
It was reported that a patient was receiving therapeutic plasma exchange (tpe) using a prismaflex tpe2000 set c. It was further reported that "after about 1600ml of plasma was exchanged, the patient presented with difficulty breathing and chills". The treatment was stopped. The high-flow oxygen concentration and flow was increased. The patient was given dexamethasone 5mg injection. After 20 minutes, the symptoms subsided. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The reported symptom may be associated with a dialyzer reaction. Patient inherent factors seem to be the main foundation for dialysis associated hypersensitivity reactions. The product labeling of prismaflex tpe set mentions the possibility of reactions. Should additional relevant information become available, a supplemental report will be submitted.